Event description:
It was reported that during an internal carotid artery (ica) c6 segment aneurysm procedure. A guiding catheter and an intermediate catheter were used to establish the access. After the microcatheter was delivered to the site, the subject stent was selected. After flushing and delivered the subject stent at the target site, the microcatheter was withdrawn to deploy the subject stent. Under imaging, the subject stent distal end was observed to be not opened. By continuing to be withdrawing the microcatheter while performing push-pull operations on the subject stent in an attempt to open the subject stent distal end. After multiple attempts, the subject stent distal end failed to open. During the withdrawal process of the microcatheter, when the subject stent passed through the microcatheter hub at the proximal end of the microcatheter, it deployed, with half of the subject stent remaining inside the microcatheter shaft and the other half stuck at the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was deployed and stuck in the microcatheter hub. The stent was removed from the hub and was noted to be crimped at one end with dried blood present, the middle was slightly bulging and the braid wires at both ends were frayed and pulled. The stent was soaked in warm water to remove the procedural fluids. The distal stent delivery wire (sdw) was kinked/bent. The sdw resheath pad had been pulled over the distal marker band and was stuck. The introducer sheath tip was damaged. The functional inspection was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿after flushing the stent on the table, the physician delivered the stent through the microcatheter. After the stent was delivered to the target site, the physician withdrew the microcatheter to deploy the distal end of the stent. Under imaging, it was observed that the distal end of the stent did not open. The physician then retracted the stent and deploy it again, but the tip still did not open. The physician continued to withdraw the microcatheter while performing push-pull operations on the stent in an attempt to open the distal end of the stent. After multiple attempts, the distal end of the stent still failed to open. The physician then withdrew the stent from the microcatheter back out of the body. During the withdrawal process, when the stent passed through the transparent hub at the proximal end of the microcatheter, it deployed, with half of the stent remaining inside the microcatheter shaft and the other half stuck at the transparent hub¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. There was no indication of a user related issue. The anatomy was reported to be not tortuous. Product analysis found the stent was deployed and stuck in the microcatheter hub. The stent was removed from the hub and was noted to be crimped at one end with dried blood present, the middle was slightly bulging and the braid wires at both ends were frayed and pulled. The stent was soaked in warm water to remove the procedural fluids. The distal sdw was kinked/bent. The sdw resheath pad had been pulled over the distal marker band and was stuck. The introducer sheath tip was damaged. The stent introducer sheath tip was damaged which most likely occurred while repeatedly attempting to recapture/resheath the stent back into the introducer sheath during the procedure. The damaged tip would have caused the sdw resheath pad to be pushed onto the distal marker band and prevent the stent from being retracted. This would have led to the stent becoming damaged and the sdw to kink/bend. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported/as analyzed defects ¿stent failed/unable to open (when not implanted)¿ and stent deployed prematurely during use¿ and as analyzed ¿sdw kinked/bent¿, ¿stent introducer sheath distal tip damaged¿, ¿stent deformed¿ and ¿resheath pad dislodged/damaged¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an internal carotid artery (ica) c6 segment aneurysm procedure. A guiding catheter and an intermediate catheter were used to establish the access. After the microcatheter was delivered to the site, the subject stent was selected. After flushing and delivered the subject stent at the target site, the microcatheter was withdrawn to deploy the subject stent. Under imaging, the subject stent distal end was observed to be not opened. By continuing to be withdrawing the microcatheter while performing push-pull operations on the subject stent in an attempt to open the subject stent distal end. After multiple attempts, the subject stent distal end failed to open. During the withdrawal process of the microcatheter, when the subject stent passed through the microcatheter hub at the proximal end of the microcatheter, it deployed, with half of the subject stent remaining inside the microcatheter shaft and the other half stuck at the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.